Event description:
It was reported to boston scientific corporation in 2009, that an escape nitinol stone retrieval basket was used for a ureteroscopy procedure performed one month prior. According to the complainant, the nitinol basket was 'frayed" at the handle. The sheath was noted to be torn at the handle but did not detach. The case was successfully completed with another escape nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A visual inspection of the returned device found the sheath was kinked and torn. The cause of the kinked sheath may be due to improperly applied lubricant to the drive wire during assembly. Additionally, foreign material was found on the drive wire. It is unclear what the foreign material is and what role it played in the damage of the sheath. The most probable root cause for this complaint is manufacturing related. In addition, a kinked and/or torn sheath at the handle hub is not a medwatch reportable condition.